Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the unit was reclining on its own with no power being on. The seat allegedly continued to go back while the consumer tried to prevent himself from falling injuring his neck, shoulder and back.

Manufacturer narrative:
The device was returned and evaluated. The worm gear on the recline actuator was fractured. The programming parameter that controls the tilt angle while driving was altered after final release. It is unknown if this increased angle stressed the recline actuator or played any role in the component failure.

Event description:
Consumer alleges the unit was reclining on its own with no power being on. The seat allegedly continued to go back while the consumer tried to prevent himself from falling injuring his neck, shoulder and back.